Event description:
It was reported that the caller experienced an error code with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with a complete pump reset, which resolved the issue, allowing them to start their sensor session successfully.